Event description:
End of tubing breaking off into needleless connector during removal; tubing has been difficult to remove from clave====================== health professional's impression======================unknown- the tubing seems to be breaking when being removed from the connector- some have had to use hemastat's as the tubing has been difficult to remove from the connector